Event description:
Information was received indicating that the pump exhibited a cassette installed incorrectly, please reinstall cassette message during preventive maintenance testing. There was no patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Error was found in the device ehl (event history log) multiple times. Visual inspection found that the tamper seal was missing. The customer's reported problem was duplicated following functional testing. The reported problem was due to an inoperable latch lock. For corrective action, latch lock will be replaced to solve the issue. The downstream occlusion sensor was also found to be stuck, replacing the sensor was recommended. Replacing the upstream occlusion sensor was also recommended as preventive maintenance due to alarms found in the event history log. Root cause for reported problem in unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.